Event description:
One discordant, falsely elevated troponin result was obtained on a patient sample on the immulite 2000 xpi instrument. After ultracentrifugation, the sample was rerun to obtain the corrected result, which was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer was dispatched to evaluate the immulite 2000 xpi instrument. The cause of the discordant troponin result is unknown.